Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the event was unrelated to the use of any fresenius device or product, as the cause of the peritonitis was constipation following a recent. Approximately 29% of all pd patients suffer from constipation, usually due to multiple comorbid conditions. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating they caused or contributed to the serious adverse event(s) experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up, the pd registered nurse (pdrn) confirmed that the patient was diagnosed with peritonitis on (B)(6) 2019. The patient¿s peritoneal effluent fluid cultures were positive for gram-positive staphylococcus (species not provided). The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1000 mg daily (duration not provided) and diflucan daily (route, dosage and duration not provided). The pdrn stated the cause of the peritonitis was constipation following a recent colonoscopy. The patient¿s technique, husband¿s technique and many other patient related factors were ruled out. The pdrn stated the events were unrelated to pd therapy or any fresenius device(s), drug(s) or product(s). The patient continues to utilize the same liberty select cycler without issue. No samples were returned for physical evaluation by the manufacturer.